Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum/ cat plus blood collection tubes had an open seal and contained foreign matter. The following information was provided by the initial reporter: "plastic encapsulates tear products = 33 sp/black point = 2 sp."

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for open packaging with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® serum/ cat plus blood collection tubes had an open seal and contained foreign matter. The following information was provided by the initial reporter: "plastic encapsulates tear products = 33 sp / black point = 2 sp".